Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced because hours after the implant there was loss of capture and impedances over 1900 ohms. During the revision it was noted that the screw mechanism was failing to function properly. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.